Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on company's acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. No technical root cause was identified as the product was found to be within specifications. There is no indication for a product problem which (might have) caused or contributed to the reported event. Neovascularization was present (in growing blood vessel in the corneal periphery after long time wearing of contact lenses). During the photo ablation, laser pulses were applied on these blood vessels which finally caused the bleeding. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported a small limbal hemorrhage was noted during a laser treatment three times. The surgeon absorbed the blood droplets with a swab and continued with the laser treatment. At the end of the surgery, the surgeon rinsed with sterile intraocular irrigating solution and inserted a contact lens. No hemorrhage is visible anymore. The hemorrhage occurred in the periphery. Upon follow up, minimal hemorrhage due to vascularization of corneal edge. Patient wears contact lens. No problems post-surgery were noted. There are two related reports for this patient. This report addresses the patient's right eye and another manufacturer report will be filed for the fellow eye.